Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) battery isn't charging when plugged in no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated, despite 3 attempts requesting hcpo customer hasn't responded. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.